Manufacturer narrative:
This report is submitted on may 30, 2022.

Event description:
Per the clinic, the patient developed a skin infection at the abutment site resulting in the removal of the abutment. The patient was also treated with topical antibiotics (specific date and duration not reported) and underwent a skin revision surgery (date not reported).